Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1056t competitor implantable pacing lead (B)(6) 2007; 1388t competitor implantable pacing lead (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Event description:
It was reported that the bi-ventricular (bi-v) defibrillator may have reached the elective replacement indicator (eri) early. The device was explanted and replaced. No patient complications were reported as a result of this event.